Event description:
It was reported that a patient underwent a laparoscopic repair of recurrent ventral incisional hernia on (B)(6) 2015 and straps were used to fixate mesh. During the procedure, the white protective tip broke off as the strap was being fired. The doctor retrieved the plastic piece from the patient's abdominal cavity. There were no adverse patient consequences reported.

Manufacturer narrative:
It was reported that no additional tissue dissection was required to remove the cannula tip in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device with the cannula cap detached from the cannula tabs and the cap and two straps returned inside a plastic bag were received for evaluation. The device was visually and functionally evaluated. The device was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. The device was disassembled and no damages were found on the internal components.